Event description:
It was reported during a treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the circumflex (cx) artery. The physician advanced the 185cm kinetix guide wire and the distal end fractured in the lesion. The physician successfully removed the distal tip from the patient. No further patient complications were reported and the patient's status was ok.

Event description:
It was reported during a treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the circumflex (cx) artery. The physician advanced the 185cm kinetix guide wire and the distal end fractured in the lesion. The physician successfully removed the distal tip from the patient. No further patient complications were reported and the patient's status was ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed dried blood and contrast on the guide wire. The core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint), was not returned for analysis. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).